Event description:
A customer observed imprecise, positively biased quality control and pt sample ahbs results when using the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The observed results were not reported to the clinician. There was no report of pt harm as a result of this event. (B) (4). Note: MDR # 9680658-2009-00006 and 9680658-2009-00008 are identical. Two 3500a forms are being submitted as two devices are involved.

Manufacturer narrative:
Investigation into this event determined that positively biased ahbs results occurred on pt and quality control fluids. It was noted that the laboratory programs pt and quality control samples utilizing dilution factor although the ahbs results for the sample were within the reportable range for the assay, which is contrary to ocd recommended practices as stated in the instructions for use. Once the dilution factor was removed, the issue was resolved. User error is the root cause of this event.